Event description:
The peritoneal dialysis patient's wife requested that the cycler be returned to the manufacturer due to the passing of the patient in (B)(6) 2013. Upon follow up with pdrn, it was reported that the patient passed away on (B)(6) 2013. She stated that the patient was driving and had chest pains. After calling 911, he was taken to the hospital. The patient had a bad heart and suffered a cardiac arrest. The patient had a poor vascular system with multiple stents. He was a bi-lateral amputee due to diabetes. The pdrn confirmed that the patient's death was unrelated to the cycler and unrelated to his peritoneal dialysis treatment.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information, a MDR's will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.